Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information has been received via litigation paperwork from the patient's attorney. It stated the rv lead had dislodged along with the previously noted lead body damage from clavicular crush. During lead extraction the superior vena cava was inadvertently torn and the patient required additional hospital stay for a large right sided hemothorax. The patient remained in the hospital for one week and then was discharged. It was noted that the physician elected to not implant another ICD system and instead increased the patient's medication level and continues to monitor the patient.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis revealed that the trilumen insulation showed signs of webbing damage and wear through the proximal region of proximal shocking coil. Due to the location and the type of damage it was most likely caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and drop in pacing impedances. It was reported that the lead was damaged due to subclavian crush syndrome. The lead was explanted and at this time, no new lead has been implanted as the patient is deciding whether or not they want a re-implant. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.